Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. The customer stated that they changed the infusion set multiple times but insulin pump still alarmed and they experienced high blood glucose due to it. The customer stated that the insulin exit tubing after fill cannula. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.